Event description:
Additional information has been received that the out of range pacing impedance measurements were confirmed to be observed on the competitive pace/sense lead not the boston scientific right ventricular (rv) lead. The local field representative spoke briefly with the pediatric ep who follows the patient's device. The physician agreed recommendation that no immediate action was necessary outside of routine follow up. There were no adverse patient effects reported. The out of range measurements will continue to be observed at this time.

Event description:
Boston scientific received information through a remote monitoring system that detected an out of range high pacing impedance measurement on the non boston scientific right ventricular (rv) lead. Isometrics, situps, and pocket manipulation was performed and could not recreate noise or out of range measurements. Only one measurement of greater than 2000 ohms was observed, otherwise were stable. All stored episodes were reviewed and noted appropriate. There were no adverse patient effects. Boston scientific technical services (ts) discussed potential connection with spring contact in the device, setscrew, and lead integrity of the non boston scientific rv epicardial lead. Since no evidence of noise or other observations at this point the situation will continue to be monitored. A request for the status of the device and lead has been sent.

Manufacturer narrative:
The device and lead remains implanted. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device remains in service with no change. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.